Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and low blood glucose. Customer's blood glucose was 400 mg/dl and the low blood glucose was 50 mg/dl. Customer did not stated any symptoms and treatment related to high and low blood glucose. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.